Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #k113510 / k163468 with the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony; however, it has been deemed user error. There was no defect with the device. Product manager has been contact to request that training be provided. A review of the manufacturing records for evo-25-30-10-c of lot number c1343329 did not reveal any discrepancies that could have contributed to this issue. Prior to distribution all evo-25-30-10-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per instructions for use, ¿stent should be placed endoscopically with fluoroscopic monitoring." Also, ¿confirm desired stent position fluoroscopically and deploy stent by removing red safety guard from the handle.¿ ¿after deployment, fluoroscopically confirm full stent expansion. Once full expansion is confirmed, introduction system can be safely removed.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent was deployed extraluminally and was retrieved via surgery. Nothing remained inside the patient. The physician was not blaming the device. Additional surgery was performed on patient (which was planned anyway), but not related to stent removal.